Event description:
It was reported that when the clinician placed the cannula in the superior vena cava, they tied the cannula and the curve tip collapsed. Reportedly, a large amount of air was aspirated into the cannula. No pt injuries were reported.

Manufacturer narrative:
The device was not received for evaluation.